Event description:
The customer reported an error condition of "cannot verify cleaner from buffer to feeder" was generated when using the unicel® dxh 800 coulter® cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified evidence of a leak contained within the analyzer. The operators were wearing personal protective equipment of gloves, protective eyewear, and lab coats when the leak was identified. There was no exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed evidence of a leak on the inside of valve vl327 causing a rusty residue and not allowing the valve to function. The fse replaced vl327 resolving the issue. (B)(4).